Manufacturer narrative:
Date of event: unknown/ not provided, best estimate is (B)(6) 2021. Phone: (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to information provided the lens is not available. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no similar complaints for this production order number have been received. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon went to insert the lens and the lens was split. A new lens was used. Material was not available for evaluation, no patient injury reported. No further information provided.